Event description:
The customer reported to olympus patient infections due to improper reprocessing of this cysto-nephro videoscope, which was observed after the patient was seen in the emergency room (ER). The intended procedure was diagnostic cystoscopy. Medical intervention was required as a result of the reported problem. The procedure was completed and the device has not been used on another patient after the known patient infection. Additional information received that the device was not tested for microbial contamination. The patient's urine was cultured and showed positive for proteus mirabelus. The patient was treated with oral keflex medication. Currently, the patient has no infection. The reprocessor, as reported was not cultured as well. The patient was not hospitalized during the ER visit. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6)- patient 1 of 3. (B)(6)- patient 2 of 3. (B)(6)- patient 3 of 3. This report is for (B)(6).